Event description:
It was reported that there was a leak between the supply line of an amia pd cycler set and a supply bag. This occurred during set up of peritoneal dialysis (pd) therapy. The patient properly tightened the connection before the therapy started. Renal therapy services (rts) assisted the patient in disposing the supplies and starting a new set up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.